Event description:
The facility indicates that the surgeon successfuly implanted a model aa4203tl intraocular lens but during manipulation of the lens, the patient sustained a torn capsule. The surgeon removed the lens without further injury to the patient. The facility did not know the model of cartridge and injector that was used in this surgery and and the lot numbers for these items was not specified.